Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the pump activation issue identified during analysis, is the probable cause of the device return and could affect the functionality of the device. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified of the kink resistant tubing (krt) was worn down to the filament. Functional testing of the pump identified the pump required more than 8lbs of force to active the device. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
The device was returned with no reported applications but indicated a procedure occurred. During analysis a device malfunction was identified.